Manufacturer narrative:
Model number/catalog number: sc-2316-50. Serial number: (B)(4). Batch/lot number: 16285829. Model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had experienced inadequate stimulation due to high impedance. The patient underwent leads replacement procedure and was doing well postoperatively.